Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a vitrectomy procedure. The probe was replaced and the procedure was completed without harm to the patient. Additional information was requested and received.

Manufacturer narrative:
Additional information has been provided. One opened probe was received with a tip protector in a zip top bag for the report of did not cut. The sample was visually inspected and was found conforming. The sample was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).